Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Customer noticed a lot of bubbles in the tubing attempted to prime out too many not enough insulin. Approximate size of air bubbles is large bubbles . Customer noticed air bubbles during therapy. Customer reported location of bubbles on both ends close to reservoir and site insertion. The reservoir will not be returned for analysis.